Manufacturer narrative:
The endoscope would not flip. The version and serial number of the endoscope were provided. A return material authorization (RMA) has been issued requesting to have the endoscope returned; however, isi has not received the endoscope to perform failure analysis at the time of this report.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the surgeon experienced an inverted image on the system. The operating room staff attempted to resolve the problem by trying two different endoscopes and cycling the system power. The inverted image was successfully resolved following the power cycle. Upon reviewing the live logs, errors 48240 and 48245 were identified on the illuminator/endoscope. The surgeon continued with the procedure robotically. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The inverted image issue was resolved by cycling the system power. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to a communication issue with the illuminator/endoscope. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have attached endoscope adapter (aea) bearing friction in the camera instrument adapter. The clamp screening aid was attached to the aea which exhibited friction and remained in the same position when the endoscope shaft was rotated. The aea was removed and the aea bearings continued to exhibit friction. The endoscope was placed on an in-house system for the quality assurance procedure (qap) test and failed. The endoscope exhibited imprecise motion, failing to rotate due to the excessive friction at the aea. The endoscope passed self test and the image was focused and clear. The endoscope was placed on a diagnostic tester and endoscope diagnostic test (edt) was performed and passed. The leak test could not be performed due to the broken connector. The endoscope was found to have shaft bearing friction in the camera instrument adapter. The clamp screening aid was attached to the aea which exhibited friction and remained in the same position when the endoscope shaft was rotated. The aea was removed and the shaft bearing continued to exhibit friction. The endoscope was found to have shaft bearing corrosion in the camera instrument adapter. The aea exhibited friction and a squeaking noise occurred when it was rotated. The aea was removed and the shaft bearing was found to have corrosion. The endoscope was found to have orientation failure. The endoscope was placed on an in-house system for testing and intermittently failed to rotate 180 degrees when the 30 degree flip button was pressed. The friction at the adapter is the cause of the orientation failure observed. The endoscope was found to have mechanical damage to the distal shaft tip. The distal tip of the endoscope shaft exhibited mechanical damage such as indentations and scratches. The endoscope was found to have broken integrated connector. The integrated connector cover exhibited a gap indicating a broken seal between the connector cover and housing. The endoscope was found to have mechanical damage to the light guide ferrule. The outer edge of the light guide ferrule exhibited mechanical damage such as indentations. The endoscope was found to have camera instrument laser marking issues. The camera instrument shell housing was found to have faded and illegible laser markings.

Event description:
Refer to h11 for follow-up information.